Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2013, the patient's mom contacted animas and alleged the following: her daughter has been having elevated blood glucoses (bg) since before (B)(6) until yesterday. The higher bgs occur at random times, no pattern found to them. Over this past weekend, the bgs remained in 300 mg/dls for over 24 hr time with one bg at 11pm one night above 500mg/dl. Bgs have been sporadically in 300 mg/dls, a few 400 mg/dls. The only symptom with the higher bgs has been moderate thirst. Ketones are negative and child denies stomach mother changes sites with elevated bgs but noticed no cannula or site issues. They saw the health care provider (hcp) yesterday and no scar tissue was noted. At the appointment, child was given a loaner pump to use which she is using presently. The hcp wants pump replaced due to unresolved elevated bgs. Mother denies illness, no medications taken other than insulin, no puberty that she is aware of. Mother states that the settings are correct and there are no cracks, damage to this pump, no power losses. Cts reviewed pump and found no issues with insulin delivery no defects found. Cts also noted that the bgs were elevated mainly when child was on school break over holidays and on weekends, and that change in activity and eating over breaks, weekends may affect the bg levels. This complaint is being reported based on the allegation that a patient experienced hyperglycemia due to a pump malfunction.